Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor triggered a lost sensor alert and that the sensor was missing the electrode. The blood glucose reading was not known. The sensor was not returned for analysis.